Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider checked the device, it had a low battery alarm, battery would not charge, the battery needs to be replaced.

Event description:
It was reported that during set up a ventilator had no battery backup. There was no patient involvement.